Event description:
M.d. Notified of blood in tubing of the iabp. Pt prepped with femstop. Rt called to turn balloon pump off. Md pulled catheter without complications. Pinhole size hole found towards the end of the balloon. No further end for another balloon to be placed.